Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of sinusitis, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported 2 ml of juvéderm® volux¿ was injected into the cheeks. Patient noticed a throbbing pain to the treated areas, also feels tight and swollen. Patient took voltaren for pain. Patient also noticed some mild sinusitis after the procedure, deemed not device related. Patient was prescribed steroids.